Event description:
The carer was bathing a patient that was thrashing around. The patient knocked down the side rail and fell, striking the carer on the left knee. No injuries to the patient were noted. Carer suffered a strained back and knee.